Event description:
It was reported that during an unspecified interventional procedure, a guide wire fracture occurred. The lesion was located in the left anterior descending artery; the lesion characteristics are unk. While loading the atlantis sr pro catheter on the choice pt extra support guide wire, the guide wire kinked. Upon withdrawal, the guide wire and catheter were observed to be fractured. Both the guide wire and catheter were successfully retrieved from the pt. No further complications were reported. The pt's condition was reported as "ok". Add'l info has been requested.